Event description:
The manufacturer received info alleging a ventilator's display screen was frozen. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer's service center for evaluation, and the customer's complaint was not confirmed. During the evaluation there was a ventilator inoperative code found in the device's error log. The ventilator's sd card was replaced to address this issue.